Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer states their blood glucose level was close to the 300 mg/dl and over 600 mg/dl. Customer states that blood glucose went up high because they forgot to resume insulin pump after taking a bath. Customer states that they just got a new transmitter because the old one stopped working and they kept getting calibration errors and change sensor. Customer declined troubleshooting the high blood glucose and sensor issues. The sensor will be and insulin pump will not be returned for analysis.